Event description:
It was reported that the patient presented to dr. Office with painful knee. X-rays show loose component disassociated tibial stem. Scheduled for surgery, graph scan showed infected knee antibiotic spacer implanted.

Manufacturer narrative:
Additional devices listed in this report: cat 6481-2-100, lot 047003, description: mrh tib rot comp xs-xl; cat 6481-1-111, lot senpp, description: mrh knee fem s rgt; cat 6481-3-110, lot unk, description: mrh tibial b/pltkeelsml1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a stem extender was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
It was reported that the patient presented to dr. Office with painful knee. X-rays show loose component disassociated tibial stem. Scheduled for surgery, graph scan showed infected knee antibiotic spacer implanted.